Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil perforated through falopian tube'), embedded device ('right essure catheter which presumably is within the myometrium'), device breakage ('device breakage metallic material in left pelvis'), device expulsion ('malposition of essure device: removed from uterus (right coik)/ migration of essure device: right coil located in uterus/failure to occlude (close)/fallopian tube(s)'), pelvic inflammatory disease ('pid pelvic inflammatory disease') and endometriosis ('endometriosis') in a 29-year-old female patient who had essure (batch no. A57114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pneumonia, congestion nasal, dizziness, vomiting, weight fluctuation, upper respiratory infection, emotional distress, thyroid disorder, malaise, multiparous, blurry vision, urination pain, low back pain, sinus pain, yeast infection, weight gain, gerd, uti, dysphasia, endometriosis, adenomyosis, dysuria, leukocytosis, tachycardia, photophobia, hypothyroidism and bulimia nervosa. (B-2018 xr abdomen 2 view history: mid abdominal bloating, pressure, and nausea intermittently for 5 years since incorrect iud placement. Impression: linear metallic density in the region of left adnexa, suspected to represent an essure device. A tiny adjacent puncture metallic density may represent a fracture portion of device itself. Previously administered products included for an unreported indication: mirena, alprazolam, levothyroxine, augmentin, propranalol, calcium chewable, toradol and methylphenidate. Concurrent conditions included hyperthyroidism. Concomitant products included alprazolam, calcium carbonate;vitamin d nos (calcium + vit d), fluoxetine since 2008, levothyroxine, methylphenidate, oral contraceptive nos from 16-(B)(6), paracetamol (tylenol) since (B)(6) and propranolol (propanolol). In 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On 5-aug-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure. In j(B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: aniety stress"), neck mass ("rashes or skin conditions type: raised lumps intermittently on neck and chest/patches on neck and chest"), rash papular ("itchy bump on neck and chest"), vulvovaginal mycotic infection ("yeast infection") and bacterial vulvovaginitis ("bacterial virginal infection"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In(B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pressure"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / experienced severe blood clotting"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), constipation ("increase in constipation"), vaginal discharge ("vaginal discharge increase in vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), pelvic discomfort ("pelvic discomfort/pain pelvic pressure"), back pain ("pain lower back"), dyschezia ("gastrointestinal or digestive system condition - type: dyschezia"), pelvic congestion ("pelvic congestion syndrom") and dysgeusia ("metallic taste in mouth"). In august 2014, the patient experienced pollakiuria ("increased urination"), dysuria ("dysuria") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type : uti"). In (B)(6)2014, the patient experienced migraine ("migraines/recurring migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nocturia ("bladder or urinary problem-increased urination at night"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), mass ("raised lumps intermittently on neck and chest/patches on neck and chest"), diarrhoea ("gastrointestinal or digestive system condition type: intermittent diarrhea,"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain"), abdominal tenderness ("abdominal tenderness") and vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (total hysterectomy salpingectomies of remaining left tube with essure device, excision, hysterectomy/ unilateral (right) salpingectomy and hysterectomy/ unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, endometriosis, mass, pollakiuria, rash papular, dysuria, vulvovaginal mycotic infection, back pain, nausea, dyschezia, pelvic congestion and dysgeusia outcome was unknown, the device breakage, device expulsion, pelvic inflammatory disease, vaginal haemorrhage, nocturia, depression, anxiety, neck mass, dyspareunia, constipation, diarrhoea, allergy to metals, alopecia, abdominal distension, fatigue, abdominal pain lower, abdominal tenderness and pelvic discomfort had not resolved, the pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain, urinary tract infection and bacterial vulvovaginitis had resolved and the migraine and headache was resolving. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, anxiety, back pain, bacterial vulvovaginitis, constipation, depression, device breakage, device expulsion, diarrhoea, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, headache, mass, menorrhagia, migraine, nausea, neck mass, nocturia, pelvic congestion, pelvic discomfort, pelvic inflammatory disease, pelvic pain, pollakiuria, rash papular, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: on(B)(6) 2013, first, the right tubal ostium was cannulated. 5 coils remained visible after placement of the essure. Next, the left tubal ostium was cannulated. 6 coils remained visible after placement of the essure. She took leave for ablation from (B)(6)2018 and (B)(6)2018. Retained left essure coil. I do not possess right essure coil on (B)(6)2013, unilateral salpingectomy - failed essure device. Right fallopian tube perforated. (B)(6)2018, total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left fallopian tube and essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes abnormal position to the right essure catheter which presumably is within the myometrium although peritoneal cavity location is not totally excluded.; on (B)(6)2013: result- perforation (fallopian tube) unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes. Pathology test - on(B)(6) 2018: surgical pathology reportvspecimens: 1) - endometriosis, left posterior broad ligament 2) - endometriosis, left uteral sacral 3) - endometriosis, right peri-ureteral 4) - uterus with or without ovaries/tubes, not for tumor, cervix, uterus, left fallopian tube 97 grams final diagnosis 1. Soft tissue, left posterior broad ligament, biopsy: -- consist with , endometriosis.2. Soft tissue, left uterosacral, biopsy: -- consistent with endometriosis. 3. Soft tissue, right periureteral, biopsy consistent with endometriosis. 4. Uterus and left fallopian tube, hysterectomy and left salpingectomy: - proliferative endometrium. Endometriosis involving uterine serosa. - cervix with no significant histopathologic abnormality left fallopian tubes with no significant histopathologic abnormality. Gross description 1. Received labeled with the patient's name and "left posterior broad ligament endometriosis" is a 0.2 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette, 2. Received labeled with the patient's name and "left uterosacral endometriosis" is a 0.5 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. 3. Received labeled with the patient's name and ''right periureteral endometriosis" is a 0.3 c portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. Amy roberts, htl 4. Received labeled with the patient's name and "uterus cervix left fallopian tube" is a 97 g uterus with cervix and separate fallopian tube received as two segments, one of which has fimbria. The uterus-cervix has been previously incised its entire length longitudinally through what appears to be the left side. The fallopian tube is 6.0 cm in total length with a diameter measuring up to 1,0 cm. The uterus with cervix is 6.3 x 5.2 x 4.5 cm. The serosa is pink-red and focally congested and slightly rough, especially on the posterior aspect. The endometrium measures 0.1 cm in thickness. The tanmyometrium measures up to 2.7 cm in thickness. Essure coils are not seen. Representative sections are submitted labeled: a-b entire fallopian tube, c cervix, d anterior endo/myometrium, e posterior endo/myometrium, f rough serosa.. Ultrasound pelvis - on (B)(6) 2014: the essure device was placed in 8-2013. The right side tube was never blocked and patient had a right salpingectomy in 12-2013. Since the essure device was placed she has intermittent pelvic pressure. She has occasional lower back discomfort for the last few months. Uterus visualized. Long 6.3 cm x ap 4.0 cm x tr 5.0 cm. Vol 65.5 cm3. Left essure coil appears to enter into endometrium impression 1. Uterus without fibroids. Essure device seen in the left cornu extending into the endometrium. 2. Right ovary normal. 3. Left ovary normal. 4. Free fluid: none.. Ultrasound uterus - on (B)(6)2018: transvaginal pelvic ultrasound performed for pelvic cramping and pressure, dyspareunia, dysmenorrhea, retained essure device. Hpi- off abdominal pain and bloating of many months which may be aggravated by food, intercourse and periods. Findings: anteverted uterus with homogeneous endometrial echo and hyper vascularity with diffuse adenomyosis uteri. Pelvic congestion in the left broad ligament. Hypoechoic area consistent with adenomyosis uteri seen anterior to essure with a rim of vascularity. Free fluid adjacent to the right ovary. Hemorrhagic cyst on the right side of 18 x 21 x 17 mm within the ovary. Essure is seen on the left side in the correct location at the coronal region. Impression: adenomyosis uteri diffuse extensive with hyper vascularity of the uterus and adenomyosis surrounding the essure device on the left side the right side has surgically absent tube and removed essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, lower abdominal discomfort, abdominal pain, pelvic pain, depression, hair loss, mid abdominal bloating, pressure, anxiety, frequent urination at night, constipation, pain in intercourse, dysmenorrhea and following events were described in patient's medical record: fallopian tube perforation and embedded device and pid lot number: a57114 manufacture date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: plaintiff fact sheet received. Event per pfs: metallic taste in mouth. Outcome of events vaginal discharge, pelvic pain and abdominal pain were resolved and headache was recovering. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil perforated through falopian tube'), embedded device ('right essure catheter which presumably is within the myometrium'), device breakage ('device breakage'), device expulsion ('malposition of essure device: removed from uterus (right coik)/ migration of essure device: right coil located in uterus/failure to occlude (close)/fallopian tube(s)'), pelvic inflammatory disease ('pid pelvic inflammatory disease') and endometriosis ('endometriosis') in a 29-year-old female patient who had essure (batch no. A57114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pneumonia, congestion nasal, dizziness, vomiting, weight fluctuation, upper respiratory infection, emotional distress, thyroid disorder, malaise, multiparous, blurry vision, urination pain, low back pain, sinus pain, yeast infection, weight gain, gerd, uti, dysphasia, endometriosis, adenomyosis, dysuria, leukocytosis, tachycardia and photophobia. (B)(6) 2018 xr abdomen 2 view history: mid abdominal bloating, pressure, and nausea intermittently for 5 years since incorrect iud placement. Impression: linear metallic density in the region of left adnexa, suspected to represent an essure device. A tiny adjacent puncture metallic density may represent a fracture portion of device itself. Previously administered products included for an unreported indication: mirena, alprazolam, levothyroxine, augmentin, propranalol, calcium chewable, toradol and methylphenidate. Concomitant products included alprazolam, calcium carbonate;vitamin d nos (calcium + vit d), fluoxetine since 2008, levothyroxine, methylphenidate, oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 and propranolol (propanolol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pressure"), dyspareunia ("dyspareunia ((painful sexual intercourse)") and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nocturia ("bladder or urinary problem-increased urination at night"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: aniety stress"), neck mass ("rashes or skin conditions type: raised lumps intermittently on neck and chest"), mass ("raised lumps intermittently on neck and chest"), constipation ("increase in constipation"), diarrhoea ("gastrointestinal or digestive system condition type: intermittent diarrhea,"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), abdominal tenderness ("abdominal tenderness"), pelvic discomfort ("pelvic discomfort") and pollakiuria ("increased urination"). The patient was treated with surgery (total hysterectomy salpingectomies of remaining left tube with essure device, excision, hysterectomy/ unilateral (right) salpingectomy and hysterectomy/ unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, endometriosis, mass and pollakiuria outcome was unknown and the device breakage, device expulsion, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, nocturia, migraine, headache, depression, anxiety, neck mass, dysmenorrhoea, dyspareunia, constipation, diarrhoea, allergy to metals, vaginal discharge, alopecia, abdominal distension, abdominal pain, fatigue, abdominal pain lower, abdominal tenderness and pelvic discomfort had not resolved. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, anxiety, constipation, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, mass, menorrhagia, migraine, neck mass, nocturia, pelvic discomfort, pelvic inflammatory disease, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, first, the right tubal ostium was cannulated. 5 coils remained visible after placement of the essure. Next, the left tubal ostium was cannulated. 6 coils remained visible after placement of the essure. She took leave for ablation from (B)(6) 2018 and (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes abnormal position to the right essure catheter which presumably is within the myometrium although peritoneal cavity location is not totally excluded.. Pathology test - on (B)(6) 2018: surgical pathology reportvspecimens: 1) - endometriosis, left posterior broad ligament 2) - endometriosis, left uteral sacral 3) - endometriosis, right peri-ureteral 4) - uterus with or without ovaries/tubes, not for tumor, cervix, uterus, left fallopian tube 97 grams final diagnosis 1. Soft tissue, left posterior broad ligament, biopsy: -- consist with , endometriosis.2. Soft tissue, left uterosacral, biopsy: -- consistent with endometriosis. 3. Soft tissue, right periureteral, biopsy consistent with endometriosis. 4. Uterus and left fallopian tube, hysterectomy and left salpingectomy: - proliferative endometrium. Endometriosis involving uterine serosa. - cervix with no significant histopathologic abnormality left fallopian tubes with no significant histopathologic abnormality. Gross description 1. Received labeled with the patient's name and "left posterior broad ligament endometriosis" is a 0.2 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette, 2. Received labeled with the patient's name and "left uterosacral endometriosis" is a 0.5 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. 3. Received labeled with the patient's name and ''right periureteral endometriosis" is a 0.3 c portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. Amy roberts, htl 4. Received labeled with the patient's name and "uterus cervix left fallopian tube" is a 97 g uterus with cervix and separate fallopian tube received as two segments, one of which has fimbria. The uterus-cervix has been previously incised its entire length longitudinally through what appears to be the left side. The fallopian tube is 6.0 cm in total length with a diameter measuring up to 1,0 cm. The uterus with cervix is 6.3 x 5.2 x 4.5 cm. The serosa is pink-red and focally congested and slightly rough, especially on the posterior aspect. The endometrium measures 0.1 cm in thickness. The tanmyometrium measures up to 2.7 cm in thickness. Essure coils are not seen. Representative sections are submitted labeled: a-b entire fallopian tube, c cervix, d anterior endo/myometrium, e posterior endo/myometrium, f rough serosa.. Ultrasound pelvis - on (B)(6) 2014: the essure device was placed in (B)(6) 2013. The right side tube was never blocked and patient had a right salpingectomy in (B)(6) 2013. Since the essure device was placed she has intermittent pelvic pressure. She has occasional lower back discomfort for the last few months. Uterus visualized. Long 6.3 cm x ap 4.0 cm x tr 5.0 cm. Vol 65.5 cm3. Left essure coil appears to enter into endometrium impression 1. Uterus without fibroids. Essure device seen in the left cornu extending into the endometrium. 2. Right ovary normal. 3. Left ovary normal. 4. Free fluid: none.. Ultrasound uterus - on (B)(6) 2018: transvaginal pelvic ultrasound performed for pelvic cramping and pressure, dyspareunia, dysmenorrhea, retained essure device. Hpi- off abdominal pain and bloating of many months which may be aggravated by food, intercourse and periods. Findings: anteverted uterus with homogeneous endometrial echo and hyper vascularity with diffuse adenomyosis uteri. Pelvic congestion in the left broad ligament. Hypoechoic area consistent with adenomyosis uteri seen anterior to essure with a rim of vascularity. Free fluid adjacent to the right ovary. Hemorrhagic cyst on the right side of 18 x 21 x 17 mm within the ovary. Essure is seen on the left side in the correct location at the coronal region. Impression: adenomyosis uteri diffuse extensive with hyper vascularity of the uterus and adenomyosis surrounding the essure device on the left side the right side has surgically absent tube and removed essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, lower abdominal discomfort, abdominal pain, pelvic pain, depression, hair loss, mid abdominal bloating, pressure, anxiety, frequent urination at night, constipation, pain in intercourse, dysmenorrhea and following events were described in patient's medical record: fallopian tube perforation and embedded device and pid lot number: a57114 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil perforated through falopian tube'), embedded device ('right essure catheter which presumably is within the myometrium'), device breakage ('device breakage metallic material in left pelvis'), device expulsion ('malposition of essure device: removed from uterus (right coik)/ migration of essure device: right coil located in uterus/failure to occlude (close)/fallopian tube(s)'), pelvic inflammatory disease ('pid pelvic inflammatory disease') and endometriosis ('endometriosis') in a 29-year-old female patient who had essure (batch no. A57114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pneumonia, congestion nasal, dizziness, vomiting, weight fluctuation, upper respiratory infection, emotional distress, thyroid disorder, malaise, multiparous, blurry vision, urination pain, low back pain, sinus pain, yeast infection, weight gain, gerd, uti, dysphasia, endometriosis, adenomyosis, dysuria, leukocytosis, tachycardia and photophobia. (B)(6) 2018 xr abdomen 2 view history: mid abdominal bloating, pressure, and nausea intermittently for 5 years since incorrect iud placement. Impression: linear metallic density in the region of left adnexa, suspected to represent an essure device. A tiny adjacent puncture metallic density may represent a fracture portion of device itself. Previously administered products included for an unreported indication: mirena, alprazolam, levothyroxine, augmentin, propranalol, calcium chewable, toradol and methylphenidate. Concurrent conditions included hyperthyroidism. Concomitant products included alprazolam, calcium carbonate;vitamin d nos (calcium + vit d), fluoxetine since 2008, levothyroxine, methylphenidate, oral contraceptive nos from (B)(6) , paracetamol (tylenol) since (B)(6) 2013 and propranolol (propanolol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure. In (B)(6) 2013, the patient experienced thrombosis ("experienced sever blood clotting"). In (B)(6) 2014, the patient experienced rash papular ("itchy bump on neck and chest"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type : uti"), vulvovaginal mycotic infection ("yeast infection") and bacterial vulvovaginitis ("bacterial virginal infection"). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), constipation ("increase in constipation"), vaginal discharge ("vaginal discharge increase in vaginal discharge"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), pelvic discomfort ("pelvic discomfort/pain pelvic pressure"), back pain ("pain lower back"), dyschezia ("gastrointestinal or digestive system condition - type: dyschezia") and pelvic congestion ("pelvic congestion syndrom"). In (B)(6) 2014, the patient experienced pollakiuria ("increased urination") and dysuria ("dysuria"). In (B)(6) 2014, the patient experienced migraine ("migraines/recurring migraines") and headache ("headaches"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nocturia ("bladder or urinary problem-increased urination at night"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: aniety stress"), neck mass ("rashes or skin conditions type: raised lumps intermittently on neck and chest/patches on neck and chest"), mass ("raised lumps intermittently on neck and chest/patches on neck and chest"), diarrhoea ("gastrointestinal or digestive system condition type: intermittent diarrhea,"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain") and abdominal tenderness ("abdominal tenderness"). The patient was treated with surgery (total hysterectomy salpingectomies of remaining left tube with essure device, excision, hysterectomy/ unilateral (right) salpingectomy and hysterectomy/ unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, endometriosis, mass, pollakiuria, rash papular, dysuria, vulvovaginal mycotic infection, back pain, nausea, dyschezia and pelvic congestion outcome was unknown, the device breakage, device expulsion, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, nocturia, headache, depression, anxiety, neck mass, dyspareunia, constipation, diarrhoea, allergy to metals, vaginal discharge, alopecia, abdominal distension, abdominal pain, fatigue, abdominal pain lower, abdominal tenderness and pelvic discomfort had not resolved, the menorrhagia, dysmenorrhoea, urinary tract infection, bacterial vulvovaginitis and thrombosis had resolved and the migraine was resolving. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, anxiety, back pain, bacterial vulvovaginitis, constipation, depression, device breakage, device expulsion, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, headache, mass, menorrhagia, migraine, nausea, neck mass, nocturia, pelvic congestion, pelvic discomfort, pelvic inflammatory disease, pelvic pain, pollakiuria, rash papular, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: on (B)(6) 2013, first, the right tubal ostium was cannulated. 5 coils remained visible after placement of the essure. Next, the left tubal ostium was cannulated. 6 coils remained visible after placement of the essure. She took leave for ablation from (B)(6) 2018. Retained left essure coil. I do not possess right essure coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes abnormal position to the right essure catheter which presumably is within the myometrium although peritoneal cavity location is not totally excluded.; on (B)(6) 2013: result not provided. Pathology test - on (B)(6) 2018: surgical pathology reportvspecimens: 1) - endometriosis, left posterior broad ligament 2) - endometriosis, left uteral sacral 3) - endometriosis, right peri-ureteral 4) - uterus with or without ovaries/tubes, not for tumor, cervix, uterus, left fallopian tube 97 grams final diagnosis 1. Soft tissue, left posterior broad ligament, biopsy: -- consist with , endometriosis.2. Soft tissue, left uterosacral, biopsy: -- consistent with endometriosis. 3. Soft tissue, right periureteral, biopsy consistent with endometriosis. 4. Uterus and left fallopian tube, hysterectomy and left salpingectomy: - proliferative endometrium. Endometriosis involving uterine serosa. - cervix with no significant histopathologic abnormality left fallopian tubes with no significant histopathologic abnormality. Gross description 1. Received labeled with the patient's name and "left posterior broad ligament endometriosis" is a 0.2 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette, 2. Received labeled with the patient's name and "left uterosacral endometriosis" is a 0.5 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. 3. Received labeled with the patient's name and ''right periureteral endometriosis" is a 0.3 c portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. Amy roberts, htl 4. Received labeled with the patient's name and "uterus cervix left fallopian tube" is a 97 g uterus with cervix and separate fallopian tube received as two segments, one of which has fimbria. The uterus-cervix has been previously incised its entire length longitudinally through what appears to be the left side. The fallopian tube is 6.0 cm in total length with a diameter measuring up to 1,0 cm. The uterus with cervix is 6.3 x 5.2 x 4.5 cm. The serosa is pink-red and focally congested and slightly rough, especially on the posterior aspect. The endometrium measures 0.1 cm in thickness. The tanmyometrium measures up to 2.7 cm in thickness. Essure coils are not seen. Representative sections are submitted labeled: a-b entire fallopian tube, c cervix, d anterior endo/myometrium, e posterior endo/myometrium, f rough serosa.. Ultrasound pelvis - on (B)(6) 2014: the essure device was placed in (B)(6) 2013. The right side tube was never blocked and patient had a right salpingectomy in (B)(6) 2013. Since the essure device was placed she has intermittent pelvic pressure. She has occasional lower back discomfort for the last few months. Uterus visualized. Long 6.3 cm x ap 4.0 cm x tr 5.0 cm. Vol 65.5 cm3. Left essure coil appears to enter into endometrium impression 1. Uterus without fibroids. Essure device seen in the left cornu extending into the endometrium. 2. Right ovary normal. 3. Left ovary normal. 4. Free fluid: none.. Ultrasound uterus - on (B)(6) 2018: transvaginal pelvic ultrasound performed for pelvic cramping and pressure, dyspareunia, dysmenorrhea, retained essure device. Hpi- off abdominal pain and bloating of many months which may be aggravated by food, intercourse and periods. Findings: anteverted uterus with homogeneous endometrial echo and hyper vascularity with diffuse adenomyosis uteri. Pelvic congestion in the left broad ligament. Hypoechoic area consistent with adenomyosis uteri seen anterior to essure with a rim of vascularity. Free fluid adjacent to the right ovary. Hemorrhagic cyst on the right side of 18 x 21 x 17 mm within the ovary. Essure is seen on the left side in the correct location at the coronal region. Impression: adenomyosis uteri diffuse extensive with hyper vascularity of the uterus and adenomyosis surrounding the essure device on the left side the right side has surgically absent tube and removed essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, lower abdominal discomfort, abdominal pain, pelvic pain, depression, hair loss, mid abdominal bloating, pressure, anxiety, frequent urination at night, constipation, pain in intercourse, dysmenorrhea and following events were described in patient's medical record: fallopian tube perforation and embedded device and pid lot number: a57114 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received ¿ new events itchy bump on neck and chest, dysuria, infection (bladder/urinary tract/vaginal) - type: uti, yeast infection, bacterial virginal infection, experienced sever blood clotting, pain lower back, nausea, gastrointestinal or digestive system condition - type: dyschezia and pelvic congestion syndrome were added. Outcome of dysmenorrhea (cramping), migraines and menorrhagia updated from not recovered / not resolved to recovered. New reporter, medical history, concomitant medication and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure coil perforated through fallopian tube'), embedded device ('right essure catheter which presumably is within the myometrium'), device breakage ('device breakage'), device expulsion ('malposition of essure device: removed from uterus (right coil)/ migration of essure device: right coil located in uterus/failure to occlude (close)/fallopian tube(s)'), pelvic inflammatory disease ('pid pelvic inflammatory disease') and endometriosis ('endometriosis') in a (B)(6) female patient who had essure (batch no. A57114) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, pneumonia, nasal congestion, dizziness, vomiting, weight fluctuation, upper respiratory infection, emotional distress, thyroid disorder, malaise, multiparous, blurry vision, urine osmotic pressure, low back pain, sinus pain, yeast infection, weight gain, gerd, uti, dysphasia, endometriosis, adenomyosis, dysuria, leukocytosis, tachycardia and photophobia. On (B)(6) 2018 xr abdomen 2 view history: mid abdominal bloating, pressure, and nausea intermittently for 5 years since incorrect iud placement. Impression: linear metallic density in the region of left adnexa, suspected to represent an essure device. A tiny adjacent puncture metallic density may represent a fracture portion of device itself. Previously administered products included for an unreported indication: mirena, alprazolam, levothyroxine, augmentin, propranolol, calcium chewable, toradol and methylphenidate. Concomitant products included alprazolam, calcium carbonate;vitamin d nos (calcium + vit d), fluoxetine since 2008, levothyroxine, methylphenidate, oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 and propranolol (propanolol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pain/ pelvic pressure"), dyspareunia ("dyspareunia ((painful sexual intercourse)") and abdominal distension ("bloating"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and nocturia ("bladder or urinary problem-increased urination at night"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety stress"), neck mass ("rashes or skin conditions type: raised lumps intermittently on neck and chest"), mass ("raised lumps intermittently on neck and chest"), constipation ("increase in constipation"), diarrhoea ("gastrointestinal or digestive system condition type: intermittent diarrhea,"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), abdominal tenderness ("abdominal tenderness"), pelvic discomfort ("pelvic discomfort") and pollakiuria ("increased urination"). The patient was treated with surgery (total hysterectomy salpingectomies of remaining left tube with essure device, excision, hysterectomy/ unilateral (right) salpingectomy and hysterectomy/ unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, endometriosis, mass and pollakiuria outcome was unknown and the device breakage, device expulsion, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, nocturia, migraine, headache, depression, anxiety, neck mass, dysmenorrhoea, dyspareunia, constipation, diarrhoea, allergy to metals, vaginal discharge, alopecia, abdominal distension, abdominal pain, fatigue, abdominal pain lower, abdominal tenderness and pelvic discomfort had not resolved. The reporter provided no causality assessment for embedded device and fallopian tube perforation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, allergy to metals, alopecia, anxiety, constipation, depression, device breakage, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, mass, menorrhagia, migraine, neck mass, nocturia, pelvic discomfort, pelvic inflammatory disease, pelvic pain, pollakiuria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, first, the right tubal ostium was cannulated. 5 coils remained visible after placement of the essure. Next, the left tubal ostium was cannulated. 6 coils remained visible after placement of the essure. She took leave for ablation from (B)(6) 2018 and (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded) failure to occlude (close) fallopian tubes abnormal position to the right essure catheter which presumably is within the myometrium although peritoneal cavity location is not totally excluded. Pathology test - on (B)(6) 2018: surgical pathology report : endometriosis, left posterior broad ligament. Endometriosis, left uterine sacral. Endometriosis, right peri-ureteral. Uterus with or without ovaries/tubes, not for tumor, cervix, uterus, left fallopian tube 97 grams final diagnosis: soft tissue, left posterior broad ligament, biopsy: consist with , endometriosis. Soft tissue, left uterosacral, biopsy: consistent with endometriosis. Soft tissue, right periureteral, biopsy consistent with endometriosis. Uterus and left fallopian tube, hysterectomy and left salpingectomy: proliferative endometrium. Endometriosis involving uterine serosa. Cervix with no significant histopathologic abnormality left fallopian tubes with no significant histopathologic abnormality. Gross description: received labeled with the patient's name and "left posterior broad ligament endometriosis" is a 0.2 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. Received labeled with the patient's name and "left uterosacral endometriosis" is a 0.5 cm portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. Received labeled with the patient's name and ''right periureteral endometriosis" is a 0.3 c portion of tan fibrous tissue with cautery artifact. The tissue is entirely submitted in one cassette. (B)(6). Received labeled with the patient's name and "uterus cervix left fallopian tube" is a 97 g uterus with cervix and separate fallopian tube received as two segments, one of which has fimbria. The uterus-cervix has been previously incised its entire length longitudinally through what appears to be the left side. The fallopian tube is 6.0 cm in total length with a diameter measuring up to 1,0 cm. The uterus with cervix is 6.3 x 5.2 x 4.5 cm. The serosa is pink-red and focally congested and slightly rough, especially on the posterior aspect. The endometrium measures 0.1 cm in thickness. The transmyometrial measures up to 2.7 cm in thickness. Essure coils are not seen. Representative sections are submitted labeled: a-b entire fallopian tube, c cervix, d anterior endo/myometrium, e posterior endo/myometrium, f rough serosa. Ultrasound pelvis - on (B)(6) 2014: the essure device was placed in (B)(6) 2013. The right side tube was never blocked and patient had a right salpingectomy in (B)(6) 2013. Since the essure device was placed she has intermittent pelvic pressure. She has occasional lower back discomfort for the last few months. Uterus visualized. Long 6.3 cm x ap 4.0 cm x tr 5.0 cm. Vol 65.5 cm3. Left essure coil appears to enter into endometrium impression: uterus without fibroids. Essure device seen in the left cornu extending into the endometrium. Right ovary normal. Left ovary normal. Free fluid: none. Ultrasound uterus - on (B)(6) 2018: transvaginal pelvic ultrasound performed for pelvic cramping and pressure, dyspareunia, dysmenorrhea, retained essure device. Hpi- off abdominal pain and bloating of many months which may be aggravated by food, intercourse and periods. Findings: anteverted uterus with homogeneous endometrial echo and hyper vascularity with diffuse adenomyosis uteri. Pelvic congestion in the left broad ligament. Hypoechoic area consistent with adenomyosis uteri seen anterior to essure with a rim of vascularity. Free fluid adjacent to the right ovary. Hemorrhagic cyst on the right side of 18 x 21 x 17 mm within the ovary. Essure is seen on the left side in the correct location at the coronal region. Impression: adenomyosis uteri diffuse extensive with hyper vascularity of the uterus and adenomyosis surrounding the essure device on the left side the right side has surgically absent tube and removed essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, lower abdominal discomfort, abdominal pain, pelvic pain, depression, hair loss, mid abdominal bloating, pressure, anxiety, frequent urination at night, constipation, pain in intercourse, dysmenorrhea and following events were described in patient's medical record: fallopian tube perforation and embedded device and pid. Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record received. This case became incident. Event injury nos was replaced with new events. New events added from pfs: abnormal bleeding vaginal, menorrhagia, bladder disorder or urinary tract disorder, malposition of essure device: removed from uterus (right coil)/ migration of essure device: right coil located in uterus/failure to occlude (close)/fallopian tube(s) , migraines, headaches, depression, anxiety stress, rashes or skin conditions type: raised lumps intermittently on neck and chest, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition type: system condition type: increase in constipation, gastrointestinal or digestive intermittent diarrhea, hair loss, migration of essure device location of device: right coil located in uterus, nickel allergy, pain, vaginal discharge, hair loss, bloating, abdominal pain, increased urination at night, fatigue, lower abdomen pain, infection nos, abdominal tenderness, pelvic discomfort were newly added. Events added fro mr: right essure coil perforated through fallopian tube and right essure catheter which presumably is within the myometrium. Reporter information updated. Patient demographic information updated. Patient demographic information updated. Product indication female sterilization updated. Essure stop date was added newly. Other relevant history and lab data updated. Lot number was added newly. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.